Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 2. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On 2022-05-10, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and fistula. No further patient complications were reported.